Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 533 mg/dl. Elevated blood glucose was addressed with a manual dose injection. During the system check the cartridge had visible cracks/damage. The customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact on the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.